Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after initial implant the left ventricular (lv) lead had dislodged. During repositioning there was tissue around the helix which could not be cleaned out, therefore the lead could not be repositioned and was explanted and replaced. No patient complications have been reported as a result of this event.